Event description:
(B)(4). Chronic pelvic pain, back pain, bloating, headaches, excessive menstrual bleeding.

Event description:
(B)(4). In making the connection with autoimmune and inflammation caused by pet fibers, I have displayed symptoms of lupus and had shingles twice (I'm only (B)(6)). I have since found out both coils have migrated and possibly perforated my ovaries.